Event description:
While using the pacing function on the defibrillator, the service light came on. The defibrillator pacing function was operating properly and the unit stayed in use on the patient. When patient was discharged, the defibrillator was removed from service and the error log was checked. There was no error noted, but the service light stayed illuminated. The defibrillator was returned to the OEM (original equipment manufacturer) and the fault was verified. A defective component was found on the user interface pcb (printed circuit board). The defibrillator was fixed, tested, calibrated, adjusted, and then returned to service.